Manufacturer narrative:
G2: country of origin is japan h3: product analysis for product(B)(4)., lot# ct16e094 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif spinal the rapy for lumbar spinal stenosis. Levels implanted at l5/s1. It was reported that the tab extender was deformed when the tab extender was folded with a tab breaker. There were no patient symptoms reported. There were no further complications reported regarding the event.